Event description:
The customer reported that one side of the drive support cap is sticking out of the insulin pump. The blood glucose reading was 117 mg/dl. She also reported that the insulin pump showed signs of physical damage, but no signs of damage were noted on the infusion set nor reservoir. We advised the discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump received with cracked case at display window corners, battery tube threads and missing end cap sticker.